Event description:
It was reported that the device "does not respond to any of the programmers." The patient was on temporary pacing and device replacement done. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Corrected country of origin for initial reporter and hospital. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected country of origin for initial reporter and hospital. Evaluation summary: (B) (4) output testing revealed the device was pacing in por (power on reset) parameters. Interrogation using a medtronic 2090 programmer confirmed the por condition, and an automated guided restore (agr) was necessary to restore the device parameters. An agr was performed and was successful. Further testing found the telemetry condition was the result of fractured battery bond wires. The manufacturing site ID has been corrected on this report.

Event description:
It was reported that the device "does not respond to any of the programmers." The patient was on temporary pacing until the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device "does not respond to any of the programmers." The patient was on temporary pacing and device replacement was done. No patient complications have been reported as a result of this event.